Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite. After going into the spine application the localizer was still disconnected and cycling ever 30 seconds. The representative went into the cranial application and there were no issues. When going back into the spinal application two more times there were no further issues. A logs were reviewed and there were no errors observed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the localizer was not connected on the navigation system. The issue was observed during product monitoring visit. The system was on the instruments page for approximately 2 hours, then switched to localizer disconnected and the camera began to cycle every 30 seconds. There was no patient present when this issue was identified.